Event description:
During an arthroscopic procedure the physician was using a speedstitch suturing device with needle cassette. Intra-operative, the physician loaded the suture cartridge and engaged the handle, however, the needle would cut the suture leaving it unusable. The procedure was completed using a competitor's product. No pt complications were reported as a result of the event.

Manufacturer narrative:
Reference MFR's report(s): 3006524618-2012-00605.